Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple occurrences of controller fault alarms with fault codes indicating sys_uic_aps_fail. These alarms indicate failures of the automatic power switch (aps) circuit. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a controller fault due to sys_uic_aps_fail. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a leaky diode on the automatic power switch of the controller. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient complained that in two separate occasions, he had "red alarms" coming from the controller. The patient added that the controller displayed a "controller fault" message. Afterwards, the patient arrived to the clinic where the defective controller was exchanged with no reported patient consequences. No further information was provided.